Event description:
A hospital in (B)(6) reported via a distributor that the rt040 caused skin damage and leaks.no patient consequence reported.

Manufacturer narrative:
(B)(4). The complaint rt040 masks were not returned to fisher & paykel healthcare in (B)(4) for inspection. We are currently attempting to obtain further information about the reported complaints in order to complete our evaluation. A follow up report will be provided upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt040 masks were not returned to fisher & paykel healthcare in (B)(4) for inspection. We were unable to obtain further information from the customer despite multiple attempts. Therefore, our investigation is based on our knowledge of the product and the limited information provided by the customer. Conclusion: the complaint device was not returned for evaluation. Therefore, we could not determine the root cause of the problem experienced by the customer. Mask fitting is a key element to patient comfort and care. As such, the rt040 hospital full face mask user instructions include detailed instructions for correct fitting and the following warning: "if the patient experiences skin irritations, consult physician". A further warning in the user instructions states: "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff."

Event description:
A hospital in (B)(6) reported via a distributor that the rt040 caused skin damage and leaks. No patient consequence reported.